Event description:
It was reported via repair work order that the footend would not raise or lower and may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found on evaluation that there were no issues with the foot end lift and it was raising and lowering properly. It was however, found on evaluation that the IV pole was missing. This will lead to caregiver annoyance as this is a non-safety related bed component accessory that does not impact bed functions. No patient was affected and no critical consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death, if it were to recur. Therefore, this event is not reportable. It was reported that the headboard was missing. This will result in caregiver annoyance as the caregiver would be aware that this component is not available for use. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the footend would not raise or lower and may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.